Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post laparoscopic total splenectomy, with a pediatric patient with congenital spherocytosis, 4 hours after the operation, the patient's condition suddenly deteriorated, there was a pneumothorax, the patient needed re-operation, after opening the patient, a drain was placed from which the gastric contents were collected, qualified for abdominal and thoracic revision, extensive thermal injury was found, gastric perforation (several cm), extensive diaphragmatic defect, and it appeared that the diaphragm and stomach were burned and it resulted in holes in this structures and resulted in a stomach fistula. The patient had a partial splenectomy (thermoablation) last december 2019, but it did not bring the expected effect, the clinical symptoms of the underlying disease were still present, the spleen that was left in 1/3 "grew back" (spleen hypertrophy), that was why the rest of the spleen was resected, the primary surgery itself caused the spleen to be firmly fused with the surrounding tissues, with the abdominal wall and with the diaphragm, in the case of the patient, the enlarged spleen was also "built into" the abdominal wall and the diaphragm, the stomach was not fused, there were adhesions with the diaphragm and the stomach and the device was used to manage it. The patient required two more laparotomies and the event led to extend patient hospitalization and currently the condition of the patient was improving, but had a patch sewn into his diaphragm.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but four photos were available for evaluation. Visual inspection noted the surgical field, but the device was not pictured. It was reported that the use of the device resulted in a burn. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.